Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) revision surgery due to a reservoir migration. After the surgery, the patient started to experience pain and discomfort as the penoscrotal incision did not heal properly as it was still open, and also the tubing of cylinders and pump were exposed through the open wound. Besides, the physician determined a suspected infection. All the components were removed and replaced with a tactra device. There were no additional patient complications reported.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-29236 b5 event description, d4 product information, d10, concomitant products and h6 patient codes have been updated.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated. The patient underwent a revision of the device in which no components were explanted. No patient complications were reported at the time of the revision. Post-procedure complications are reported separately.